Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon was not confirmed during evaluation review. However, it is likely that the color bar was displayed because the device could not recognize a scope due to dust, water scale, or dirt temporarily adhered to the electrical contacts between the scope and the processor. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when the visera pro video system center was used with a scope for a diagnostic cystoscopy procedure, it exhibited color bar. It was also reported, the user attempted to turn the power on and off, clean the scope connector and reconnected, but the issue was not resolved. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event. This report is part two of two related event. (Patient identifier: (B)(6)).

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.